Manufacturer narrative:
Concomitant medical products: product ID 8637-20 , serial# (B)(4), implanted: (B)(6) 2021, product type pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient, via a manufacturer representative (rep), receiving dilaudid (20 mg/ml, 2.693 mg/day) via an implantable pump for non-malignant pain. It was reported the patient had their pump replaced on (B)(6) 2021. The rep was instructed to leave the dosing the same and to increase the ptm bolus from 0.25 mg to 0.30 mg. The rep erroneously entered 6.93 mg/day instead of 2.693 mg/day. The issue was discovered at the patient's follow up appointment on (B)(6) 2021. The patient wanted to use their old ptm instead of their new one. The patient "seemed ok" and the nurse practitioner (np) told the rep the patient only needed / took one pain pill since the pump replacement surgery. The patient was programmed back to their old dose on (B)(6)2021 (morning). The issue is resolved at the time of this report.